Event description:
Service call was placed for a medical bed exit detection system arming sporadically when patient returns in bed. There was no patient fall or further adverse event associated with the detection system.